Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: creases fold, deformation device, wear abrasion, observed 40 mm dark patch edge material inside gel device and weigh to the spec. Cloudy in the gel observed after autoclave cycle. The unit is not ruptured base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.